Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient's ipg would not communicate with the charger. The patient has not recharged or last felt stimulation approximately one year ago. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy was established post-operatively.